Event description:
It was reported that the patient was experiencing intermittent diaphragmatic stimulation when lying down at night. The left ventricular lead was reprogrammed and is still in use. No patient complications have been reported as a result of this event. The patient is enrolled in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.